Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report erbe c-84 error. Site informed error occurred at the start of surgery. Site faced issue with bipolar energy. Monopolar energy was working fine. Site used external cautery for bipolar energy and erbe cautery for monopolar energy to complete the surgery. Site did change the cautery cable for bipolar instrument but issue remained the same. Live logs did not reflect error related to issue. Tse informed site that error might be related to instrument jaw closing while firing. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system and the system initially powered on without errors. Force triad was used as external cautery device.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse checked the system by firing the monopolar and bipolar energy. The system worked fine. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.